Event description:
The pt was being fed using a pump. The pump was set to deliver 70 ml/hr. After 7 hours, the pump delivered only 250ml of feeding solution. The pump was removed & erplaced. There was no illness, injury or medical intervention resulting from the event. One pt involved.